Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer did not communicate and could not be opened. A field service engineer (fse) tested the system and found bad controller board. Further the fse replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was displaying device not detected on bus. The customer attempted to reboot the device and recover the failed drawer, but the system continued to indicate that maintenance was required. The customer then shut down the station by unplugging the power cord from the back of the unit, reconnected the power plug, and turned the station back on; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.